Manufacturer narrative:
E1: (B)(6). Patient country: united kingdom.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. Patient reported that the infusion sets were coming off as the tape was not sticking during normal use on (B)(6) 2024. No further information available.